Event description:
Patient connected to zoll monitor, attempted to external pace patient with zoll monitor, not able to external pace/capture patient for pacing. Removed from service. Biomed has the zoll. A replacement loaner is now in place. Leads were not saved.